Event description:
Information received from the intreped clinical database. Treatment of a left ruptured saccular posterior communicating artery sidewall aneurysm measuring 1.8mm x 2.4mm. It was reported that the patient presented to the emergency room with an sah (subarachnoid hemorrhage). The patient underwent pipeline embolization treatment and her mental status deteriorated after the surgery. The sah still remains. Subsequently, the patient expired on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).